Event description:
Device malfunction: difficult to deploy - needle plunger, difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: surgical retrieval. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an unspecified procedure. Reportedly, although resistance was encountered during needle plunger deployment add'l force was applied deploying the needles. During suture retrieval, the needle plunger could not be removed. The device was dissembled to aid in its removal and a non-abbott device was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is processing of this complaint, attempts were made to obtain complete event, patient and device info. The device is expected to be returned for evaluation. It has not yet been received. Against resistance. The perclose proglide instructions for use state under, precautions, "excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair." Patient selection. The perclose proglide instructions for use state under special pt populations, "the safety and effectiveness have not been established, in pt populations: pts with femoral artery calcium which is fluoroscopically visible at the access site."